Manufacturer narrative:
The lead / device is currently not available for analysis. No conclusion can be drawn based on the available device data. There was no indication of a device malfunction. The file is closed. The investigation will be re-opened should additional data or lead / device itself become available.

Event description:
Approx. 38 months after implantation, a simultaneous oversensing on a (safio lead) and lv leads was noted. It was reproducible with provocation maneuvers. The lv lead sensing was programmed unipolar. The leads remained implant and active. No event date was given.